Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a contra angle 6:1 for vdw. Connect drive would not hold files; no patient injury.

Manufacturer narrative:
Head gear blocked by rust. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.